Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) had visible air in the valve. The procedure was completed by using an alternate device. No patient complications reported. The sheath is expected to be returned.